Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? On event description, it is reported that both devices (8732h and 8741h) were used during the procedure. Can you confirm whether both devices broke, or if only the 8741h failed? Please provide the source or name of person providing answers to follow-up questions: additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2026 and suture was used. During the procedure, doctor was doing CABG procedure, when he was doing distal anastomosis with the help of prolene 8732h & 8741h then suture got breakdown from the mid point. No adverse patient consequences were reported. Additional information was requested.